Event description:
During a high septal ventricular tachycardia ablation procedure the patient went into complete heart block. While ablating in the septum the patient developed transient heart block. The procedure was completed and the heart block resolved without intervention. The patient was stable. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported complete heart block could not be conclusively determined.